Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting that a patient feels their result is a false negative. Patient states they are symptomatic and were positive by another unknown method prior to this test (their spouse was also positive but their child was negative by this earlier method). No confirmation testing was performed on the sample.